Event description:
The line isolation monitor went into an alarm condition during a case in an operating room. It was discovered that a gaymar t/pump had water inside the electronics compartment. The pump was removed from the room and the lim returned to normal. Confirmed that a significant amount of water did enter into the electronics compartment. There was user error in that the water reservoir was over filled. There are three areas for penetration. 1. Through a poor seal around the water fill port. 2. Water seeps in through the various screw locations that mount the electrical case assembly to the water reservoir. This may also be due to increased reservoir pressure from the patient's weight on the warming pad during an overfill condition. 3. The electrical compartment is open to air where the water hoses are attached.